Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient did not specify the timeframe of the urinary tract infection. Patient also advised had already had a urinary tract infection, if had another would send information to be placed back on kits. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up via phone on 16jun2023, it was stated that the patient was given antibiotics for the urinary tract infection. Customer stated that the real issue was that the catheters seem to have too much lubricant. Also stated that the lubricant went all the way up the catheter causing them to be hard to hold and insert. Customer was able to fully insert and void with the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential failure mode is "biocompatibility issues (uti)" and therefore a potential root cause for this failure could be "unsuitable material'. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications :the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." "Warnings :to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that patient did not specify the timeframe of the urinary tract infection. Patient also advised had already had a urinary tract infection, if had another would send information to be placed back on kits. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up via phone on 16jun2023, it was stated that the patient was given antibiotics for the urinary tract infection. Customer stated that the real issue was that the catheters seem to have too much lubricant. Also stated that the lubricant went all the way up the catheter causing them to be hard to hold and insert. Customer was able to fully insert and void with the catheter.